Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. The actual sample returned was the coaxial-type guidewire only and no catheter was returned. <appearance confirmation> - the actual sample had been fractured at 1607 mm from the distal end. The proximal portion measured 58 mm. The total length of the actual sample was 1665 mm, which met the factory's specification and no anomaly in length was found. - slight bend was observed in the fractured part. - the edge of outer layer at the fracture seemed to have been torn off and wrinkles were observed on the surface. From this, it was inferred that the outer layer was subjected to pulling force and fractured. - the outer layer was removed to expose the core wire. The core wire was curved near the fracture and the fracture surface had been twisted. *black particles seen on the fracture surface of the core wire were the outer layer remaining on the fracture surface. - since there was no anomaly in the length of the actual sample and the characteristic of fracture ends of core wire matched with each other between the distal and proximal portions, it was considered that there was no missing portion. <function confirmation> - outer diameter of the actual guidewire: it met the factory's specifications. No anomaly was found. <history investigation> - the manufacturing record and the shipping inspection record of the involved product code/lot number: no anomaly was found - past complaint file of the involved product code/lot#: no other similar report from other facilities was found <UDI no.> - (B)(4). <simulation test> the following simulation test was conducted for this case. (1) the guidewire was intentionally trapped and subjected to one-way torque force so that it became in loop shape. (2) an attempt to release the loop state was made by applying a pulling force. As a result, the guidewire was fractured at the apex of the loop. (3) electron microscopic inspection of the fractured area obtained the following results. - the outer layer was torn off and wrinkles were observed on the surface. - a curvature was observed on the core wire - the fracture surface of core wire was twisted. The above-mentioned state was thought to be similar to the state of the actual sample. (Cause of occurrence) based on the investigation result, as a possible cause of this case, the following mechanism was inferred. (1) the actual sample was trapped by some factor while being removed. (2) in an attempt to remove the actual sample, continuous one-way torque force was applied to the actual sample. As a result, the actual sample was looped. (3) when an attempt was made to release the actual sample from the looped state, pulling force was applied, which resulted in the fracture of core wire and the torn-off outer layer. (Countermeasure) ashitaka factory has been making efforts in maintaining the quality of the product by performing following inspections. - the core wire for this product is checked for any crack through eddy current flaw detection at our supplier. - after product assembly, the outer diameter is measured by sampling for each lot to confirm that there is no anomaly in the outer diameter. - before inserting the guide wire into the progreat, 100% visual inspection is performed to confirm that there is no anomaly such as a kink or cut. * eddy current flaw detection: when an alternating current is passed through a coil, a magnetic field is generated in the direction perpendicular to the current. Eddy currents are generated on the surface of the conductor when the coil is brought close to the conductor (core wire). If there is a crack in the conductor, the eddy current will avoid the crack and flow in a detour, so the flow will change compared to when there is no crack. Eddy current flaw detection is a method of detecting cracks by detecting changes in the flow of eddy currents. IFU of this product includes the following warning. [Directions for use / caution] - if any resistance is felt while removing the guide wire, do not remove the guide wire by force. Carefully remove the guide wire together with the catheter. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted .1. Review of the manufacturing history record and the shipping inspection record of the involved product code/lot number combination confirmed that there were not any anomalies in them. 2. A search of the complaint file found no other similar report with the involved product code/lot number combination. 3. UDI no.: (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the physician performing epistaxis embolization from right femoral arterial access. Progreat microcatheter was in external carotid artery. Procedure went well. At end of procedure included guidewire was withdrawn from catheter and snapper 4 to 5 cm from built in torquer. There were no issues with the catheter whatsoever, the only issue was the wire breaking upon withdrawal from the microcatheter at the end of the procedure. No patient harm, and all wire components were successfully removed. Additional information was received on 01sept2023: the snapped guidewire was the preloaded-type guidewire of this progreat. The point where the fracture occurred was located outside the patient. No stand alone torquer was used, what was referred to as the built in torquer is in fact the locking adapter/guide wire hub. Per the instructions for use (IFU) available to field associates through showpad I would consider the use of this progreat as on label use. As a neuro angiographer of many years the external carotid artery and even the pre petrous portion of the internal carotid artery are considered peripheral according to the board examinations.